Event description:
A customer contacted beckman coulter inc. (Bci) regarding non-reproducible, false positive troponin (accutni) results generated by the unicel dxc 600i synchron access® clinical system for six patients. The results were not reported out of the lab. Subsequent testing on a different instrument produced results in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples are collected in bd lithium heparin without gel tubes. The specimens were centrifuged at 3,500 rpm for 10 minutes. Samples are run from primary tube if full; if partial fill, samples are aliquoted to a sample cup for the run. Lab protocol is to repeat any positive result. Per customer, qc and system check passed specifications. A field service engineer (fse replaced multiple hardware components and ran a system check, carryover, and precision test with acceptable results. The fse verified system performance per published specifications and customer had no further concerns. Per bci specialist, the customer has had on-going sample handling issues and that he will be on site collecting data on customer's techniques. Although sample handling issues are an ongoing issue for this customer, no clear root cause could be determined to date.